Event description:
Additionally, healthcare professional reported after multiple rounds of po antibiotics, hyaluronidase, and steroids; patient got better. Symptom resolved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b18. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: a2, a4, a6, b3, b5, b6, b7, section c. Suspect product, d1, d4, d6a, d10, h4, h6, h8.

Event description:
Healthcare professional reported that patient was injected in the lateral and mid cheek ck1-3 with 1 ml of juvéderm voluma® xc, in the nasolabial and pyriform aperture with 1 ml of juvéderm vollure¿ xc, in the chin and mandible body/ramus with 2 ml of juvéderm® volux¿ xc on the same day. Patient exercised at the gym less than one day after receiving the injection. Two days later, patient reported firm, red, and painful swelling of midface only at juvéderm voluma® xc injection site. Patient was treated with medrol dosepak, steroid cream, benadryl and ibuprofen. The next day, patient was treated with metronidazole. Four days later, patient was treated with 75 u of hylenex. The following day, the patient was treated with medrol dosepak, ciprofloxacin, and xyzal. A week later, bloodwork for inflammatory markers was done with results pending. The next day, the patient was treated with singulair and pepcid. Four days later, the vaginal cultures were rechecked and with results pending. All syringes were discarded. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00184 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2023-00185(allergan complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Health effect- clinical code: e2338. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Investigation conclusions code: the event of inflammation/irritation and induration are a known potential adverse event addressed in the product labeling. The event of infection and edema are deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected with juvéderm voluma® xc in the cheeks. Two months later, patient was injected with juvéderm vollure¿ xc (volift) in the pyriform aperture and juvéderm® volux¿ xc in the jawline. Three days later, patient reported swelling of midface. Patient exercised at the gym less than one day after receiving the infection and experienced firm, red, and painful swelling. Healthcare professional prescribed the hyaluronidase (75u) to the midface, but patient experienced severe swelling one day after the injection. Later discovered that the patient has an undisclosed uti, which was treated with medication just before the hyaluronidase application. Patient was given ciprofloxacin and oral steroids, and their condition significantly improved within 48 hours of starting the treatment regimen. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00184 (allergan complaint #pr 2735619), MDR ID# 3005113652-2023-00185(allergan complaint #pr 2735620). This MDR is being submitted for the suspect product, juvéderm voluma® xc.